Manufacturer narrative:
(B)(4). Concomitant products: 4195, optigun ratchet, 209860012 unknown, unknown optivac, unknown report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the cement dried too fast. There was no delay in procedure and no patient injury. No adverse events have been reported as a result of the malfunction.